Event description:
It was reported that during insertion of the iab, the central lumen fractured as the iab was being passed through the sheath. It was removed and replaced without any complications.

Event description:
It was reported that during insertion of the iab, the central lumen fractured as the iab was being passed through the sheath. It was removed and replaced without any complications.